Event description:
It was reported that the pump was not working properly. Customer alleged multiple hospital visits since obtaining the pump; however, details and nature of hospitalization were not provided. Customer declined to perform troubleshooting. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event. H3 other text : device not returned.